Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was placed in the left anterior descending (lad) artery following a non-st elevated myocardial infarction (mi). Four days later the patient presented to the hospital after experiencing sudden chest pain that morning which was unrelieved by 3 sublingual ntg. EKG changes were compatible with an acute anterior mi. The patient was brought to the ccl for an emergent coronary intervention. The patient arrived on an integrillin drip. Patient rated chest pain 4/10 when first arriving to the ccl. Within about 20 minutes the chest pain had decreased to 2/10. The lad had initial timi 0 flow. Following the diagnostic procedure, percutaneous coronary intervention (pci) of an occluded lad was undertaken. Morphine was given midway through the procedure for 5/10 chest and shoulder pain. Attempts at opening the occluded lad were unsuccessful secondary to an inability to cross the occlusion with the wire. Multiple guiding catheters were used without success. Further attempts at opening the lesion were abandoned. At the end of the procedure the patient was comfortable without further chest pain and was hemodynamically stable. A cardiothoracic surgeon was consulted to render an opinion on whether bypass was a reasonable option, although pci was unsuccessful, the patient tolerated the procedure well and there were no complications. The patient returned to the ccu in stable condition. No further complications were requested.